Event description:
The home healthcare provider was scheduled to pick-up oxygen equipment at a patient's private residence. The equipment included: one invacare oxygen concentrator, two invacare home-fill cylinders, and an invacare home-fill compressor. The patient's son brought to his attention that our equipment was badly smoke damaged, and his mother's life tragically ended in a house fire. The son showed him where the equipment was located: "it was in the kitchen next to the stove". It looked like the stove caught on fire, and quickly spread to the wall and our equipment. Smoke damage on the wall was the perfect shape of our concentrator and home-fill compressor. The son said his mother made it out of the kitchen, trying to get away from the smoke. She made it to the third step "into the basement" - she sat on the third step down and was overtaken by the smoke. That's where she was found. When investigating further, the son said that his mother was cooking and a grease fire started. That was the source of the fire.